Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding between periods)"), abdominal pain lower ("lower abdominal pain") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, metrorrhagia, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain, abdominal pain lower, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test(s) conducted-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- metrorhagia (bleeding between periods), perforation: uterus, other injuries/symptoms: hair loss, hormonal changes,plaintiff did not under went an essure conformation test. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) from 2008 to 2013 and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In june 2013, the patient experienced tooth disorder ("dental problems") and abdominal distension ("gastrointestinal or digestive system condition type: bloating."). In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding between periods)"), abdominal pain lower ("lower abdominal pain") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, metrorrhagia, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain, abdominal pain lower, alopecia, hormone level abnormal, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test(s) conducted-no date(s) of insertion: (B)(6) 2013 (per pfs, please note discrepancy) 2 coils trailing into the uterus on the right and 4 coils trailing into the uterus on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: plaintiff fact sheet and medical record received. Events: abnormal bleeding (general) and bloating were newly added. Patient demographic information and essure start date updated. Lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.